Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aoritc balloon pump (iabp) had a gas loss alarm. There was no patient injury or harm reported.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes and investigation conclusions) and h11. A getinge field service engineer (fse) checked the machine and unable to duplicate alarm. Notified customer of correct process per manufacturer requirements.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h11. A getinge field service engineer (fse) checked the machine and unable to duplicate alarm. Pim assy was replaced due to trouble shooting. Notified customer of correct process per manufacturer requirements.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d4(unique identifier (UDI)).

Event description:
N/a.